Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The complaint of under-responsive keypad buttons was not duplicated during testing; all of the keypad buttons responded appropriately. The keypad cover was removed and no contamination was found under the key contacts. Unrelated to the complaint, there was moisture observed in the display lens. There was damage to the pump case observed near the upper right corner between the display lens and the cover. A leak test was performed and a leak was found in the pump case. The pump case was removed and internal moisture was observed on the pcb and internal components of the pump, including the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.